Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. After the guidewire cross the lesion, a 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured due to highly calcified lesion. The procedure was completed with a different device and there were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. After the guidewire cross the lesion, a 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured due to highly calcified lesion. The procedure was completed with a different device and there were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).